Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that she had been hospitalized for high blood glucose levels. The customer's blood glucose level is unknown. The caller also reports that she was having issues with her pump. She states that she received multiple no delivery alarms. No further information was reported.